Manufacturer narrative:
(B)(4). Conclusions code: - conclusion not yet available-evaluation in progress.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that on an unspecified date, when the radiologist toggled the montage function on the far right of the monitor, the positions of the primary and prior exams were switched. There was no reported adverse event to a patient. However, switching views from the primary exam and the prior exam without any indication of doing so has the potential to lead to an incorrect diagnosis and/or treatment.

Manufacturer narrative:
Testing and evaluation from unity support and the customer's pacs administrator could not duplicate the reported issue. During troubleshooting with the user's workflow: using a 4 monitor set up, with the prior exam and montage on monitor 2 and primary exam on monitor 3; when the m button (for montage) was pressed, the montage that was on monitor 2 moved to monitor 3, causing the primary exam images to move to monitor 4. The customer was informed to check the right-most panel for montage only checkbox in the user's reading preference. No additional information was received. An enhancement request was created under (B)(4) to evaluate the customer's request to update the primary series/image and primary montage to stay on their respective monitors after toggling the montage off/on when a prior is loaded. If additional information is received from the associated investigation ((B)(4)), a supplemental report will be submitted.